Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, during a tricuspid valve in valve procedure using a 26mm sapien 3 ultra valve via jugular approach, the balloon ruptured about 80% of the way through deployment. The balloon split toward the proximal end due to the canted nature of passing it through the non edwards valve. There were difficulties moving the tip of the severed balloon across the tip of the sheath. The balloon inverted on the tip of the sheath as it was removed, and the tip of the sheath folded over itself. When the sheath was removed, the fold withdrew back into place. Upon removal, it appeared that the severed balloon had caught on the tip sheath causing it to fold. No damage to the vessel was observed. A non edwards balloon was used after this to post-dilate the valve, which then appeared fully expanded. The patient was doing fine.

Manufacturer narrative:
The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was provided by the site and revealed the following: delaminated sheath liner observed liner observed bunching from the distal tip. Radial balloon burst observed on proximal section of the working length. Based on the observed balloon burst and delivery system with sheath liner bunching from the distal tip, the complaints were confirmed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, therefore a manufacturing mitigation review was not performed. A lot history review was performed and revealed no other complaints failure balloon burst a complaint history review on confirmed device complaints (returned and no product returned) for the edwards commander delivery system (all models and sizes) was performed for codes failure balloon burst and the following potentially applicable root causes were identified; patient factors: preexisting valve, procedural factors: off label use procedural factors: withdrawal of burst balloon are applicable to the event. The review of the risk management file is complete, and no further action is required at this time. Implanting a thv in tricuspid position within a preexisting surgical valve using the sapien 3 ultra (s3u) with the commander delivery system (ds) is not an indicated use of the device. The risk management file captures risks for indicated device use only. The complaints for failure balloon burst and difficulty or inability to withdraw system through sheath were confirmed based on evaluation of the provided imaging. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. Additionally, a review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. For complaint, failure balloon burst, as reported, the angles were not favorable for valve deployment and the valve was deployed slightly more ventricular than what was intended. About 80% of the way through deployment, the balloon ruptured. Additionally reported, the balloon burst due to the canted nature of passing it through the non edwards valve. The balloon burst could be potentially from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume and etc.). While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, interaction with the preexisting valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, as this was an off label tricuspid case where the balloon orientation was reported canted prior to thv deployment. It is possible that the unfavorable positioning could have contributed to the balloon negatively interacting with the preexisting valve and resulted in the balloon burst as reported. As such, available information suggests that patient factors (preexisting valve) and/or procedural factors (off label use) may have contributed to the complaint event. For complaint, difficulty or inability to withdraw system through sheath, as reported, the balloon had inverted on the tip of the sheath as it was removed. The tip of the sheath is what folded over itself because of this. When the sheath was removed, the fold withdrew back into place. There were difficulties moving the tip of the severed balloon across the tip of the sheath, no other difficulties. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In this case, available information suggests that procedural factors (withdrawal of burst balloon) may have contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Event description:
The event happened during a tricuspid valve in valve via jugular,